Manufacturer narrative:
(B)(4): unknown although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a kyphoplasty procedure over a year ago and has experienced "trouble with their back ever since the kyphoplasty". The patient also reported undergoing a recent hip surgery and over 8 operations on that hip. The patient originally thought that the hip surgery was causing the pain, but no longer believes this to be the case. The patient reported not being able to "stand in one place very long (can't shave) and it's hard to straighten up". The patient reported having "pain all the way across the lower back". No other information could be obtained from the patient.